Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months, 9 days (calculated from the date when the system controller was shipped to the customer; 11/11/2014.) The event occurred at (B)(6). Device evaluation: review of the returned system controller's log file noted that on (B)(6) 2015 at 12:40pm, the driveline fault alarm activated, and approximately three minutes later the pump speed dropped below the low speed limit and the pump stopped for approximately 4 seconds. The driveline fault alarm cleared at this point. Over the next 20 minutes, this pattern of events happened twice more prior to the driveline being disconnected to exchange the system controller. Prior to the driveline fault alarm activating, there were no notable alarms or pump stops active. During functional testing, a driveline fault alarm was reproduced. The cause for the driveline fault could not be determined. The driveline fault alarm did not affect the controller¿s ability to operate the pump at the set speed and no pump stops were reproduced. The analysis could not determine a root cause for the reductions in pump speed and momentary pump stoppage events recorded in the log file. Although the investigation could not determine the specific cause of the driveline fault alarm, similar incidents of driveline fault alarms have been identified. The reported event of driveline fault is being addressed through the manufacturer's corrective and preventive action process to determine if there are additional enhancements that can be made to further improve the sensitivity of the driveline fault algorithm. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that, on (B)(6) 2015, a driveline fault alarm became active on the patient's system controller. The system controller was exchanged and no further issues were reported. The patient was reported to have been asymptomatic at the time of the event. During investigation of the returned system controller brief pump stoppage events were noted in the system controller log file.